Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a button alarm. Customer did not resume insulin right away and received a resume pump alarm shortly after. Customer had elevated blood glucose levels (300 mg/dl). Insulin delivery was resumed, and customer stated he will deliver a bolus to stabilize blood glucose levels.